Event description:
Customer reportedly received results of 94 mg/dl, 250 mg/dl, 93 mg/dl, and 92 mg/dl within 10 minutes on the same device. Customer stated she had been urinating frequently (symptoms match results), but no low blood glucose symptoms. No actions were taken based on meter results. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent.